Event description:
It was reported that during a lap gastric bypass procedure, the device was fired four times successfully. On the fifth firing, the jaws would not close after insertion through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Pinion axle. Eval summary - the analysis results found that the long45a device was returned in good visual condition and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The batch history records were reviewed with no anomalies noted during the manufacturing process.